Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 19211479, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulation (scs) paddle lead had several high impedances. It was also mentioned that the patient was experiencing back pain. The patient underwent an scs system replacement procedure. The explanted devices were kept by the medical facility.

Event description:
It was reported that patients spinal cord stimulation (scs) paddle lead had several high impedances. It was also mentioned that the patient was experiencing back pain. The patient underwent an scs system replacement procedure. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Correction to the initial, MDR in block g3 bsc aware date.

Manufacturer narrative:
Correction to the initial, MDR in block g3 bsc aware date.

Event description:
It was reported that patients spinal cord stimulation (scs) paddle lead had several high impedances. It was also mentioned that the patient was experiencing back pain. The patient underwent an scs system replacement procedure. The explanted devices were kept by the medical facility.